Event description:
Facility alleges dissatisfaction with safety clip feature on the likorall sling bars. Report received indicated that they had a patient near fall (patient landed on his mother). As the patient was being lifted from the bed surface, he suffered a seizure and sneezed at the same time. There were no safety latches on the sling bar and the sling loop came off. He was suspended over the bed with three sling loops on the sling bar. His mother slid him back over and onto the bed. No injury was alleged.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.